Event description:
It was reported that after the catheter was inserted, medical solution was infused into the medical lumen. Soon after the infusion was started, the central venous pressure (cvp) obtained through the distal lumen, became high. The user suspected inner lumen leak between the distal and medial lumen and as a result, the catheter was exchanged. There were no reported pt complications. It was noted that after the operation, the user tried to do a leak test on the catheter as a crossover was suspected. A result of the check found the catheter did have an inner lumen leak between the distal and medial lumen.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.